Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 171 mg/dl. The customer also stated a no delivery alarm occurred at the same time the motor error alarm occurred. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)